Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) regarding a patient. It was reported that patient's battery was dead and believed the patient was unable to recharge it back up on their own. It was reviewed that the ins was potentially in overdischarge. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that device was not working. Hcp reported the patient battery was dead and that they tried to jumpstart it and it did not work. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's device has been "inoperable" for a little over a year now. No further information was reported.